Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) pump due to inflation issues. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.